Manufacturer narrative:
Investigation: no samples or photos displaying the condition reported are available for examination. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Corrective and preventative action was opened to investigate this failure mode.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with the bd luer-lok¿ tip leaked during use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with the bd luer-lok¿ tip leaked during use.